Event description:
The autopulse platform (B)(4) was used to resuscitate a patient in cardiac arrest. The autopulse platform shut down unexpectedly after about 15 minutes of performing compressions. The screen of the platform went black. The user installed a second battery, however, the platform shut down again. Following this, the crew immediately performed manual CPR. No consequences or impact to the patient.

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Manufacturer narrative:
The reported complaint of the autopulse platform (B)(6) shut down unexpectedly and the screen of the platform went black was confirmed during the archive data review and functional testing. The root cause of the reported complaint was the defective power distribution board (pdb), likely attributed to a defective component, as the processor board was replaced in 2021. As part of routine service during testing, the platform was examined and found no physical damage. The autopulse platform was powered on and immediately powered off by itself during functional testing, thus confirming the customer reported complaint. The pdb was replaced to address the reported complaint. During the archive data review, it showed the occurrences of the autopulse platform shut-off unexpectedly with two "battery lost" failures around the customer reported event date, thus confirming the customer's reported complaint. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with sn (B)(6). Ccr (B)(4) reported on (B)(6) 2021, the pdb was replaced to remedy the complaint of the platform shut down unexpectedly.